Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the impactor handle 110028055 was returned with a fractured grey impactor pad. However, this item is manufactured with a black impactor pad, epoxied at the time of manufacture. The features of the of gray impactor tip fracture surface visually align with a bending overload fracture failure mode which was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was noted that the impactor pad of the device was exchanged despite being epoxied at the time of manufacture. However, it is unknown if this caused or contributed the reported event. As such, a definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the grey plastic tip of the impactor has cracked and fractured into two pieces upon impaction of the glenosphere. No further information known.

Manufacturer narrative:
(B)(4). G2: canada h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.